Manufacturer narrative:
A patient had a suspected infection at the ipg site was reported to abbott. The ipg pocket was oozing with fluid. Cultures were taken; however, the results are unknown. Surgical intervention was undertaken wherein the total system was explanted. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated that the most recent update is that patient has finished taking antibiotics.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient had a suspected infection at the ipg site. It was noted that patient was evaluated at physician's office and was visually dirty from a landscaping job. The ipg pocket was oozing with fluid. Cultures were taken; however, the results are unknown. Surgical intervention was undertaken wherein the total system was explanted with no complications.